Event description:
Information was received from an magnetic resonance imaging (MRI) technician regarding a patient's implantable neurostimulator (ins). The reason for call was caller stated that the patient (pt) needed an MRI of their back because pt thought the ins malfunctioned. The caller did not have further information as to what the malfunction was. Agent reviewed possible end of service (eos) with the caller. The patient was redirected to their healthcare provider to fill out MRI eligibility form if ins is eos. Agent reviewed MRI mode if ins is not eos.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt) via a patient letter. Pt clarifies the ins malfunction writing that the battery was dead and broken leads for at least 4-5 years. Pt re-iterates that 2 leads were broken and they were unable to reprogram by a manufacturer representative (rep). Pt does not specify any additional cause of this issue or actions/interventions taken. When prompted on if the issue was resolved pt writes "told no [illegible, read as delta symbol or difference] to remove unit or leave it alone".

Manufacturer narrative:
Continuation of d10: product ID 977a160 lot# serial# va0gwaf031 implanted: 2014-04-25 explanted: product type lead product ID 977a160 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.